Event description:
It was reported that the radiofrequency head which was returned as an associated device subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the radiofrequency head tested out of specification due to a faulty cable that when connected to the returned programmer would cause the programmer to automatically shut down. It was also noted that the anti - slip layer of the radiofrequency head was worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.